Manufacturer narrative:
The olympus service center also found the device to have a crack in the distal sheath glue. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
During a standard inspection of a customer returned asset, the forceps cover glue was found to be peeling. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause of the reported adhesive malfunction could not be conclusively determined as no device was returned to the legal manufacturer, however, based on the physical evaluation the potential cause can be attributed to external force to the distal end. As stated on the IFU (instruction for use) and as a preventive measure, the IFU provides the following: do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result olympus will continue to monitor complaints for this device.